Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective prism was cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the light guide cable coating damage, the distal body broken, the segment compressed, the bending rubber missing, the air/water nozzle deformed, the segment steel braid deformed, the segment loosened, the insertion flexible tube (ift) worn out, the r/l pulley wire worn out, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).